Event description:
It was reported that during a endoscopy, after the t1 of the fast fix 360 was deployed, t2 deployed prematurely. T1 was successfully removed from the patient using tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4).h3, h6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it cycles as designed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.